Event description:
Customer reported that the buttons on the insulin pump became unresponsive. Customer did not have time to troubleshoot this issue. The blood glucose reading was not obtained and customer did not respond to the attempts made to contact him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.